Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture date. Monitor - (B)(4) - (B)(6) 2015. Belt - (B)(4) - (B)(6) 2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 between 1:30-2:00 pm at a hospital. It was reported that the patient was wearing the lifevest at the time of their passing and that the hospital staff performed CPR. Per clinical review of the patient's continuous ECG recordings, the patient was in ventricular fibrillation (vf) with CPR/motion artifact from approximately 14:01:58 until 14:04:09. The patient's rhythm was then CPR/motion artifact from 14:04:10 until the electrode belt was disconnected at 14:04:53 on (B)(6). The CPR/motion artifact prevented the lifevest from detecting and treating the arrhythmia. The patient subsequently passed away. The patient was under the care of medical professionals at the time of passing. There is no indication or allegation that the lifevest caused or contributed to the patient's death. The patient's equipment was returned and found to be fully functional.